Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The cause of the infection was unknown. Treatment during hospitalization included unknown antibiotics. Ten days later, the patient was discharged from the hospital. After discharge, the patient was prescribed ceftazidime (intraperitoneally (ip), dose unknown, once a day manually for 2 weeks). The patient was not retrained. The patient was recovering from peritonitis. This is report 3 of 3 for this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot number gd894287 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Follow-up information was received from a nurse. The nurse confirmed that the patient did have peritonitis manifested by cloudy drain bag. The cause of peritonitis was unknown.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).